Event description:
Essure successfully deployed into right fallopian tube for tubal occlusion however when surgeon attempted to plug the left fallopian tube, it was not successful due to device malfunction. A second attempt with a new device was attempted to plug the tube, this device also failed. The coils did not inject.